Event description:
It was reported that the user experienced a hyperglycemic event after changing infusion supplies for the ilet system, with blood glucose rising above 400 mg/dl and remaining elevated for approximately seven hours until the user replaced the tubing and insulin delivery resumed, after which glucose returned to range. Symptoms included no reported acute clinical effects. Outcomes included no use of backup therapy, no ketone testing, and no need for professional medical intervention. Investigation included troubleshooting and user education conducted by customer support regarding tubing replacement and cartridge change procedures. Investigation of this case revealed no visible issues with the tubing or cannula upon removal and an unclear cause for the hyperglycemia. It was concluded that the event was device-associated hyperglycemia with indeterminate cause after supply change and resolution following tubing replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.